Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found build up on the bsv, which caused the leak. The fse cleaned out the ports on the bsv and the instrument was able to run without leaks. The fse also replaced the bsv knob as incidental service. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) inside a coulter hmx hematology analyzer with autoloader. The volume of the leak is not known and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure of the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.